Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial lead was undersensing and required a programming change to increase the sensitivity. The lead remains in use. No patient complications were reported as a result of this event.